Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# v796111, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's device hadn't worked at all and the patient hadn't had therapeutic effect since implant on (B)(6) 2012. The patient still had to strain for bowel movements and that they took miralax as well. The patient informed a manufacture representative about the lack of effect, who informed the patient to stay on program 2. The patient had had it at 1.7v to 1.9v, but still was not seeing results. The patient had lower back problems and lower back pain in 2015 and thought a lot of the problems had to do with the stimulator. The patient wanted to have the device removed. The patient had some pre-existing conditions from before the implant: a neuromuscular disease, where their feet were burning all the time, a knee replacement, after which they had no feeling in hips on down, also having discovered it was a pinched nerve. The patient had a laminectomy on l4/l5, which caused a spine deformity and lower back/hip problems/pain and no feeling in bowels/bladder, after which they had to strain hard to have a bowel movement. Then the patient got the neurostimulator implant. The patient saw a health care provider (hcp) on (B)(6) 2015 regarding the back/hip pain, who did an x-ray and confirmed the spinal deformity and recommended they speak with a spinal doctor. The patient had "cauda equine" syndrome, had a pinched nerve at l4 and l5, and had damaged nerves all the way. The patient's last colonoscopy was 3 years ago and their managing hcp recently sent them a letter letting them know it was time for another colonoscopy. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.